Manufacturer narrative:
Concomitant medical products: product ID: 37751, serial# (B)(4), product type: recharger. Product ID: 3387-40, lot# v003964, implanted: (B)(6) 2006, product type: lead. Product ID: 64002, lot# n259982, implanted: (B)(6) 2011, product type: adapter. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. (B)(4).

Event description:
The manufacturer representative (rep) reported that the patient had poor coupling and repositioning the antenna did not resolve the issue. This began on (B)(6) 2015. They could communicate with another external device and there were no implantable neurostimulator (ins) or pocket issues. The patient's sister later reported that a week prior to (B)(6) 2015 the patient went from getting four to six coupling boxes to 0 and possibly two boxes. She received a new antenna, but the coupling issues persisted. It was noted that she could still recharge, just with very poor coupling. The patient's other sister called in to troubleshoot, but still got 0 coupling bars. She got two boxes intermittently after repositioning the antenna. They eventually got a new recharger on (B)(6) 2015, but they were still unable to successfully charge. The patient also had a return of tremors and could not talk. The ins did feel differently than it used to in the pocket. The rep later reported that the patient was getting good coupling numbers with the antenna locate feature, but was still not recharging. She had an appointment scheduled for (B)(6) 2015. The patient's indication for use was movement disorders. The root cause of the recharging issue remains unknown and no interventions were reported, so additional information was requested. If additional information is received a supplemental report will be sent.